Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No motor error alarm during testing. The insulin pump passed functional testing. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump alarmed motor error during a bolus delivery. This is the second time this has happened. Customer's blood glucose was 4.3 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.